Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, (B)(4) , was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital] "the new device was opened. During laparoscopic cholecystectomy, the surgeon tried to fire a clip to ligate vessel, but a clip was not loaded. The surgeon said 'no clips loaded' issue occurred repeatedly." Product is available for return. Additional information was received via email on 24nov2023 from [name], amk territory manager "it is uncertain whether the issue was initially ovserved when the first clip or a subsequent clip was loaded. It occured 1~2 times. Applied ctr05 was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. It is unknown whether a clip was manually removed as a loaded clip, leaving the feeder exposed. It is unknown whether the trigger could be actuated as normal." Patient status: there was no problem with thte patient. Intervention: the case was completed with the competitor's device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: [hospital]. "The new device was opened. During laparoscopic cholecystectomy, the surgeon tried to fire a clip to ligate vessel, but a clip was not loaded. The surgeon said 'no clips loaded' issue occurred repeatedly." Product is available for return. Additional information was received via email on 24nov2023 from [name], amk territory manager. "It is uncertain whether the issue was initially ovserved when the first clip or a subsequent clip was loaded. It occured 1~2 times. Applied ctr05 was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. It is unknown whether a clip was manually removed as a loaded clip, leaving the feeder exposed. It is unknown whether the trigger could be actuated as normal." Patient status: there was no problem with thte patient. Intervention: the case was completed with the competitor's device.